Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient's therapy had not been working. The caller verified that therapy was on. Technical services (tss) reviewed information about using the remote. The caller said they would have the patient follow-up with the managing healthcare provider (hcp) to make a determination about any therapy changes. Additional information was received from the manufacturing representative (rep). The rep reported that the patient called them on (B)(6) 2026 to let them know they had started experiencing pain and a shock-like sensation at the pocket site the night before and couldn't sleep so they went to the ER. The caller helped the patient connect to the ins over the phone, and it was found that the ins was off. They decided to leave it off. The caller also spoke with the patient's ER physician who indicated there was no redness, swelling or signs of infection at the pocket site. The caller stated patient would have an appointment scheduled for (B)(6) 2026 to meet with the rep and another appointment scheduled with their managing hcp sometime around (B)(6)

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they saw the patient on (B)(6) 2026 for a follow up. The patient no longer had the pain they were experiencing except for ¿one small spot¿ that was tender. The stimulation was turned on and optimized without any cause of pain. No reason was found as to why this patient had that pain event. Event resolved on its own.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.